Manufacturer narrative:
Unit received with unresponsive esc and act button due to flattened dome. No button error alarms noted. Unit received with corroded motor home switch. Unit received with corroded lcd board. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported that the insulin pump alarmed button error. The buttons on the insulin pump were unresponsive. The customer was sick and lost her voice. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.